Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: (B)(6). E1 initial reporter name is (B)(6).

Event description:
It was reported that during installation performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed b.17 software upgrade. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) evaluated the unit and found the issue to be the executive processor board. Fse removed and replaced bad board, reloaded software b.17 and verify the software was accepted by new exec. Pcb. I performed all functional and calibrations, unit passed all test and is now ready for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a